Event description:
At 0130 there was a sound of something, hitting the floor towards room 131. Immediate inspection revealed a water pitcher, urinal and soda can on the floor, visible in dim light from corridor. Pt was on his left side in the center of the bed. When the bed light was turned on, one could see blood on pt's head. Linens and a spurt coming out of his right internal jugular catheter, the one port had been severed from the catheter. Catheter was crumped and help was summoned. Site was covered with a dsd, rn supervisor notified.